Event description:
After delivery with vacuum extraction, infant diagnosed with right parietal skull fracture with 3 mm depression. CT scan was normal, with no neurological abnormality during hospitalization. No seizures.